Event description:
The customer reported that stenoscop system had damaged overlay. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn since there is no service information available.